Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error. There was no allegation of a product malfunction; therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a patient disconnecting the patient line to add a new patient line extension which resulted in a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related complaint file, the home patient (hp) reported to global technical services that she disconnected the patient line and added a new patient line extension. The tsr advised the hp she should not disconnect and add a new line. The tsr advised to end therapy and inform the registered nurse (rn) of event. There was no patient injury or medical intervention indicated at the time of the initial report.